Event description:
Pt offered no complaints pre treatment. 80 minutes unti his treatment he complained of luq abdominal pain. He was given 2 tylenol. One hr later he complained of chills. Temp 97.6 to max of 101. The physician was in attendance. Bl. Cult and cbc drawn. The treatment was discontinued and the pt wnet to the hosp for observation. The wbc result was 7.2. The pt usually runs 4.19-5.02 range. Pyrogen testing-neg. Bl. Cult-neg. T 175 dialyzer-20th use.